Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) under advisory had received a vibratory alert for elective replacement indicator. It is unknown of premature battery depletion was alleged against the device. It was also not confirmed whether or not the battery performance alert was given or not. The patient was awaiting urgent replacement. This device is part of the battery performance alert advisory and awaiting explant.

Event description:
New information notes that battery performance alert (bpa) was not triggered for this device. The device was explanted for normal elective replacement indicator (eri). The device was replaced. The patient was stable.